Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. The physician is aware of this one time out of range measurement, and when they changed the device out due to elective replacement indicator (eri), they left this lead implanted and placed it into the new device. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this lead, in the newly implanted device, sent another out-of-range (oor) impedance measurement via the patient's home monitoring equipment. Once again, the physician is aware of this and there are no plans to intervene at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned severed and in two pieces with the distal segment appearing torn apart. There were setscrew markings noted on all of the terminal segments of the lead and the extracting stylet remained inside the distal segment. The distal segment testing failed as the high voltage conductor was abraded through. Detailed analysis revealed that there was trilumen insulation and conductor damage found at approximately 26 cm from is-1 terminal pin. It has been concluded that due to the location and type of damage, it is likely to have been caused by entrapment in the clavicle or first-rib region.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
--